Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012610946); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic surgical aortic valve, just before full deployment, the implant depth was approximately 3 mm on the non-coronary cusp (ncc), and 5 mm on the left coronary cusp (lcc). Following full deployment, the valve dislodged to a depth of approximately 15 mm on the ncc, and 15 mm on the lcc. It was noted that the patient was hemodynamically stable following dislodgement. A snare was used to lift the outflow paddle of the transcatheter valve; however, the valve hardly moved and "trace" paravalvular leak (pvl) was observed. A follow-up echocardiogram was performed that revealed the pvl worsened from mild to moderate. A post-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. Following the post-implant bav, there was little change in the pvl. However, the patient's blood pressure remained stable and the procedure was concluded.